Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the nurse inserted an unspecified instrument during a guided tool change. However, during the process, the nurse reportedly pressed the instrument clutch button on the patient side manipulator (psm) which interrupted the guided tool change. As a result, it was alleged that the instrument being installed was pushed too deep into the patient which caused an injury. Per the initial reporter, the surgeon/site does not believe an intuitive product caused or contributed to the injury. According to the initial reporter, the incident was user induced. The patient was reportedly "stable" and no unplanned medical/surgical intervention was required. The surgical procedure was ongoing. On 13-jul-2020, intuitive surgical, inc. (Isi) obtained the following additional information from another nurse at the site who had contacted intuitive technical support to report his perspective of the event. The nurse claimed that the instrument installed on psm #1 moved by itself after releasing the instrument clutch button. The intuitive technical support engineer (tse) reviewed the system logs and did not find any issues point to psm #1. On 15-jul-2020 isi obtained the following additional information from the reporter regarding the reported event: the issue was that during guided tool change, the instrument clutch button was pressed and then the instrument fell inside of the patient's abdomen without being manually pushed down. It was noted that a warning indicating an uncontrolled instrument appeared on the da vinci system. The injury incurred refers to superficial tissue damage. There was no medical intervention administered to the patient as a result of this issue, and no post-operative complications have occurred. The delay reported occurred during instrument exchange, which was not a critical step of the procedure. On 16-jul-2020 isi obtained the following additional information from an isi clinical sales representative (csr), regarding the reported event: the user was not using the guided tool change and pushed the instrument inside of the patient with force.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been determined to use error. The patient sustained tissue damage as the instrument was inserted too far by the user. It was noted that the user was able to do so as they interrupted the exchange by pressing the clutch button. There is no allegation that a malfunction of the da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. During the event, the site had contacted an intuitive technical support engineer (tse) for assistance. The tse checked the system logs and detected no significant errors or issues pointing to psm #1. Isi¿s clinical engineering provided the following review of the video: "the video shows a monopolar curved scissors (mcs) instrument installed onto the psm with an arm pod message indicating that the instrument tip is in the cannula and to clutch and advance it. Since the system is telling the user to clutch and advance the instrument, then guided tool change (gtc) is not enabled. For gtc, the insertion axis unlocks and the user just needs to insert the instrument without having to press the clutch button. The mcs is inserted quickly at the 19-20 second mark and touches tissue. The mcs is then brought back out of view and then inserted quickly again at 37 seconds. After a couple seconds, the mcs is driven into tissue quickly at about 40 seconds in. The arm pod message switches to arm clutched at patient cart, which means that the user pressed the clutch button and had manual control. Even if gtc was enabled prior to the first insertion, it would have cleared after the mcs was inserted to the point of touching tissue. Without seeing the led lights on the psm, it cannot be confirmed if the system was telling the user if gtc was enabled or not. If it was enabled, the lights would be blinking white and green. A quick note from the user manual regarding the insertion of instruments, even with gtc: warning: use appropriate caution when inserting instruments into the patient by visualizing the instrument on the touchscreen as it is being inserted." A review of the system logs for the event date of (B)(6) 2020 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: during a da vinci-assisted nephrectomy procedure, the nurse inserted the mcs instrument during a guided tool change. The nurse reportedly pressed the instrument clutch button on the patient side manipulator (psm) and then the instrument fell inside of the patient's abdomen without being manually pushed down. The nurse claimed that the instrument installed on psm #1 moved by itself after releasing the instrument clutch button.